Event description:
Patient has a (B)(6) urinary dysfunctional neurostimulator. Patient stated that it has been 4 weeks since they had surgery where a different neurostimulator was placed on their right butt cheek. Patient was not sure what kind of neurostimulator it was, but said it was for the nerves. Patient is concerned about the two implants interacting. No additional information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).